Event description:
On 11/09/2004, the pt contacted lifescan alleging that her one touch ultra meter was reading inaccurately high. She obtained a result of 340 mg/dl on the reported meter while experiencing no symptoms of high or low blood glucose level. She took no actions to affect her blood glucose level and tested with another meter < 10 minutes later; a result of 220 mg/dl was obtained. She contacted her medical professional for advice and received no treatment. The customer, care rep (ccr) walked the pt through two consecutive control solutions tests, which fell outside the specified control solution range. The pt did not allege harm. There is no indication that she experienced injury or medial intervention due to the meter. Based on the failed quality control tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter and test strips were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluation it/them and, if either meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.